Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.

Event description:
The customer reported that a battery is out of order. There is no reported patient involvement.